Event description:
A (B)(6) distributor contacted zoll customer support to report that the trunk cable connector was broken. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon receipt the trunk cable connector was missing from the trunk cable and wires were exposed. The root cause for the missing trunk cable connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.